Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys hcg + beta test system results on a cobas 8000 e 801 module. The initial result was <0.10 ium/ml. The sample was repeated due to the laboratory's protocol to repeat all negative test values. The repeated result was <0.10 ium/ml. This result was reported to the patient. The sample was repeated again and the results were > 10 000 ium/ml, > 10 000 ium/ml, and 14955 ium/ml with a dilution. Another sample was collected from the patient to confirm a positive value. The numerical result from the other sample was not provided. The reagent lot number is 55018802 with an expiration date of 31-oct-2022.

Manufacturer narrative:
The correct unit of measure for the results is miu/ml. The initial result was 0.200 miu/ml with a data flag, not <0.10 miu/ml as previously reported. The initial result of 0.200 miu/ml was processed from the original primary tube and was processed by a p612 system. The result of <0.10 miu/ml was the first repeated result, and was also processed from the original primary tube. The second and third repeated results of > 10,000 miu/ml and > 10,000 miu/ml were processed from an aliquot in a hitachi cup. The repeated result with a (1:100) dilution was 14594 miu/ml, not 14955 ium/ml as previously reported. This result was processed from an aliquot in a hitachi cup. The customer's calibration was acceptable. The customer's qc results showed levels 1 and 2 were within acceptable ranges, but level 3 qc was outside of the customer's acceptable range. The investigation reviewed the system's alarm trace and several alarms were noted on the date of the event, which are indications of possible poor sample quality. The pre-analytical data that was provided was okay, but the number of inversions of the sample may not be enough. Based on the data provided a clear root cause could not be identified. A general instrument or reagent problem could not be identified.